Event description:
The customer was hospitalized for high bgs and dka. Troubleshooting was performed. The insulin concentration programming and bolus history were correct. In addition, a fixed prime test was completed and the insulin exited. The high pressure test passed per specs. Instructed customer to change the infusion set and use manual injections as per md protocol.